Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported that the power supply needed to be replaced on the 7900 system. No pt injury was reported.